Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email and phone.

Event description:
Reported discrepant sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with cvs health at-home and then positive with another rapid antigen assay. No confirmatory testing had been completed. 3 additional consumer events were also communicated which are captured on separate reports.